Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted with a proglide device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, there was resistance when attempting the remove the device from the anatomy. The physician applied force to removed the device; it was noticed that the guide had partially separated [held together by the actuator wire]. The puncture site was incised and an endovascular treatment (evt) balloon was inserted into the left elbow. The balloon was advanced into the rcfa and used to achieve hemostasis. During the balloon expansion, the stuck proglide device was removed using forceps. Additionally, a thrombus occurred when the evt balloon expansion was performed. A stent was deployed in response to the thrombus however, the thrombus moved to the peripheral side of the leg. The peripheral side of the leg was opened and a catheter was inserted. There was report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The reported patient effect of thrombus is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed with the material separation. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the IFU violation did not contribute to the reported difficulties with the device. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the insertion angle and/or an interaction with patient anatomy, or rotation of the device with the foot open, resulted in the device guide breaking during insertion which led to the entrapment of the device. The break likely became worse with the manipulation and force applied to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis noted that instead of a guide break, the returned guide was separated in three pieces. Follow up with the account confirmed that the guide was broken during the procedure and did not separate until handled post procedure. It was also confirmed that no tissue damage occurred during the procedure. No additional information was provided.